Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of crack: 5. Precautions ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. 8. Instructions for use b. Health care professional instructions 1. Juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the crow's feet using a cannula. During the injection, the luer lock cracked. There were no reported injuries.